Event description:
It was reported that the controller had a bent pin in the data port. It was also reported that the controller was unable to connect to the monitor. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not p erformed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller, as well as visual evidence provided by the site, revealed bent pins within the serial port of the controller. The bent pins did not allow the data cable or alarm silence adapter to connect to the controller. Additionally, visual inspection revealed contamination within the serial port. During supplemental testing, the serial port pins were realigned, after which the controller performed as intended and log files were successfully downloaded. Internal visual inspection did not reveal any anomalies. Log file analysis revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 05:28:11, in dicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 84% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 15:48:54, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log files also revealed eleven (11) additional vad disconnect alarms logged on (B)(6) 2024 between 15:49:45 and 15:53:13 and several controller power up events without associated pump start events logged on (B)(6) 2024, indicating that the controller was powered on without the driveline connected. Additionally, log file analysis revealed one (1) low flow alarm was logged on (B)(6) 2024. The loss of power, vad disconnect alarms and low flow alarms are additional findings, not related to the reported event. The reported bent pins event was confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the serial port connectors is a ttributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can led to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed serial port contamination can be attributed to the handling of the device. Based on the limited information available, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 26-feb-2020 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited an unexpected loss of power when the patient accidentally double disconnected both power sources. Review of log file data revealed motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller, as well as visual evidence provided by the site, revealed bent pins within the serial port of the controller. The bent pins did not allow the data cable or alarm silence adapter to connect to the controller. Additionally, visual inspection revealed contamination within the serial port. During supplemental testing, the serial port pins were realigned, after which the controller performed as intended and log files were successfully downloaded. Internal visual inspection did not reveal any anomalies. Log file analysis revealed motor start events recorded on 19/feb/2024 at 14:17:12 and on 01/nov/2024 at 05:28:19 in which the motor start parameters were atypical. Furthermore, log file analysis revealed one (1) controller power up with an associated pump start event was logged on 01/nov/2024 at 05:28:11, indicating a loss of power to the controller. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 84% rsoc. The data point after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 15:48:54, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log files also revealed eleven (11) additional vad disconnect alarms logged on (B)(6)2024 between 15:49:45 and 15:53:13 and several controller power up events without associated pump start events logged on 06/nov/2024, indicating that the controller was powered on without the driveline connected. Additionally, log file analysis revealed one (1) low flow alarm was logged on (B)(6) 2024. The vad disconnect alarms and low flow alarms are additional findings, not related to the reported event. The reported events were confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the serial port connectors is a ttributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source and data cables. The misalignment results in wear on the connector plugs that can lead to contact between the c connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed serial port contamination can be attributed to the handling of the device. Based on the limited information available, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on review of risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a subsequent review of log files revealed an additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.